Event description:
It was reported that the pump malfunctioned and turned off automatically. Reporter stated issue occurred at the start of the infusion. The pump was replaced and the issue was resolved. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes updated. The suspected device was returned for evaluation. The review of event log performed was performed and found no errors. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Performed functional and visual inspection. The customer reported issue was reported that the pump malfunctioned and turned off automatically was not confirmed and the cause of the reported issue was unable to be determined.